Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-70 serial #: (B)(4) description: st linear lead 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was admitted into the hospital due to infection at the ipg site. The patient was prescribed antibiotics but unsuccessful at improving the symptoms. It was noted that the patient had visible cellulitis on the lower back and computerized tomography (CT) scan was taken and observed abscess at the anchor site. The physician did not believe it was device or procedure related and the cause of infection was unknown. The patient underwent an explant procedure.